Event description:
During a meeting with representatives of stryker europe, surgeons from sweden reported a high rate of revision with a particular group of acetabular components. The reasons for revision reportedly included shell loosening, insert wear and/or osteolysis. The information that was discussed appears to span a period of several years - from the early 1990's to the present. The conversations were general in nature and did not focus on a specific incident. Following the meetings, the surgeons submitted product labels from multiple revision surgeries that were reportedly representative of the issues that were discussed. No other specific information was provided.